Manufacturer narrative:
The insulin pump had a constant pump error alarm during rewind due to a corroded motor home switch. No pump error alarm noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to pump error alarm. The device had a minor scratched lcd window, scratched case, and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 38. Customer's blood glucose level was 260 mg/dl. When the insulin pump restarted and they clicked on the reservoir and tubing, the insulin pump alarmed pump error 38 again. The customer could not get to the alarm history. They were not able to rewind the insulin pump. The insulin pump also alarmed pump error 43. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.